Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
An international distributor reported the screen on a customer's AED is not working. They reported that this did not occur during patient use.

Manufacturer narrative:
Upon return, the device underwent bench testing. It was determined that the AED was ubable to power on. Further investigation identified the root cause as a connection issue with and ic chip.